Event description:
It was reported that the multigas unit was giving incorrect readings. No consequence or impact to patient.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer stated gas unit gf-210ra s/n (B)(6) was giving incorrect readings. Customer did not elaborate on what the expected readings were and what the gas unit was reading. Device was sent to nka for evaluation and repair. Nka repair center evaluated the device. The reported issue could not be duplicated. No issues were observed. Device was sent back to customer on 11/02/2018. Service requested: evaluation/repair. Service performed: evaluation. Investigation result: due to no issues observed at nka, device was returned to customer. Gf-210ra s/n (B)(6) was put into service on (B)(6) 2016. Service history for this device shows the following: (B)(6) 2018 (B)(6) - current notification. (B)(6) 2017 (B)(6) - customer reported device was experiencing water trap error. The report issue could not be duplicated when device was evaluated at nka repair center. (B)(6) 2017 (B)(6) - the same issue was reported on (B)(6) 2017 above. (B)(6) 2017 (B)(6) - customer reported device was experiencing intermittent drops in readings. The report issue could not be duplicated when device was evaluated at nka repair center. --- service manual for gf210r/220r, second edition stated the following: 1) general handling precautions: · instrument must receive expert, professional attention for maintenance and repairs. When the instrument is not functioning properly, it should be clearly marked to avoid operation while it is out of order. · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. 2) zero calibration: in order to compensate for zero-point drift, the unit periodically takes in ambient air and performs an automatic zero calibration (auto zero calibration). Zero calibration finishes within 60 seconds. Auto zero calibration interval is as follows: · when unit is in steady state - auto zeroes every 2 hours if auto zero calibration fails, perform a manual zero calibration. For calibration procedures, refer to operator's manual or service manual of the connected beside monitor. The monitoring device displays "gas external device failure" error. This corresponds with "external unit failure" message of the service manual. The recommended action is to check whether the failure is in the sensor unit by referring to "sensor unit diagnosis program". Replace cd-314p with new one if failure is confirmed. Water trap is to be replaced every four weeks or when "check watertrap" message appears. --- based on information provided by customer, no error messages were noted. The incorrect readings could not be duplicated; thus, it is concluded that the issue was not related zero-calibration. Because the issue could not be duplicated, and due to detailed information regarding how user sets up the device are not available, the root cause remains unknown. Service history for this device shows customer reported three similar incidents in 2017 where nka found no issues with the device. Since 10/16/2018, there has been no other incidents reported. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects. Investigation conclusion: based on information provided by customer, no error messages were noted. The incorrect readings could not be duplicated; thus, it is concluded that the issue was not related zero-calibration. Because the issue could not be duplicated, and due to detailed information regarding how user sets up the device are not available, the root cause remains unknown. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?. Additional information, device evaluation; h3. Device evaluated by manufacturer; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Manufacturer narrative:
Device evaluated by manufacturer . Event problem and evaluation codes. Additional manufacturer narrative. Additional manufacturer narrative: the customer reported that the multigas unit stopped giving gas readings. The device was in use on a patient, however no patient harm was reported. He sent the unit in for repair and an evaluation has been completed. The reported problem of "unit stops working / not giving gas readings" was not duplicated, however the evaluation found that the unit cannot detect if a watertrap is present or not. All malfunctioning parts were replaced. The unit was tested per operator's/service manual and completed 48 hours of extended testing. The unit operates to manufacturer's specifications. Warranty repair completed, unit has been shipped back to customer.

Manufacturer narrative:
It was reported that the multigas unit was giving incorrect readings. The customer sent the device in for repair. It was cleaned and evaluated. During evaluation, the unit and sensor were tested per the operator's/service manual. It was found that the unit and sensor operates within the manufacturer's specifications. The customer complaint of "incorrect readings" could not be duplicated. The repaired unit was returned to the customer on (B)(6) 2018. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the multigas unit was giving incorrect readings. No consequence or impact to patient.